Event description:
The customer alleged that the head section was moving up and down on its own. No patient impact.

Manufacturer narrative:
The tech found the trapeze assembly was pressing buttons on the foot control board, user error. The tech relocated the trapeze bar to resolve the issue.